Event description:
It was reported by service report that the dip switches were not set correctly for the nurse call. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: dip switches.